Event description:
The manufacturer received information alleging a service required alarm condition was observed. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, alarms indicating the pressure sensor drifted and railed were observed in the device's downloaded event log. The device's sensor board was replaced to address the issues. The device was cleaned and tested and passed all final testing.